Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) shutdown. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1(name of contact person), g3, g4, g7, h2, h10, h11. Corrected fields: d11, h3, h6 (type of investigation and component codes). Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate and evaluate the iabp unit. The fse performed troubleshooting, restored connection between trolley and the unit, and replaced the batteries as to resolve the reported issue. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.